Manufacturer narrative:
The field service engineer performed checks on the analyzer and all passed. The analyzer was confirmed to be working within specifications. As the same bias is seen in both patient results and controls, an issue with dilution is assumed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on the cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 148 mmol/l and repeated with a value of 141 mmol/l. The na electrode lot number and expiration date were requested, but not provided.